Manufacturer narrative:
Thv/tvt registry. (B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Additionally, the instructions for use (IFU) do not offer any guidance for using the commander delivery system for an open surgical access, as was done for the mitral portion of this case (off label). In this case, the exact cause and timing of the ventricular perforation cannot be confirmed. Procedural factors (off label use of the transfemoral delivery system during open surgery, manipulation of the devices, wire manipulation/control) likely contributed to the reported event. It is possible that this event was previously captured through tvt registry since the reported injury (ventricular apex injury) is listed in the instructions for use as a possible adverse event. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve during open surgery is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. This event was previously reported under user facility report (B)(4).

Event description:
As reported by the user facility, a patient presented in cardiogenic shock. Surgical options for mitral valve replacement were limited due to the extensive mitral annular calcification. The physician believed that the mitral valve removal would be ¿technically difficult¿ and the patient would not tolerate the extended cross clamp time due to the acute state. During an open mitral valve replacement procedure, a 29mm sapien 3 valve was deployed. The commander delivery system was reported to be ¿too long for the area¿ and caused a small puncture in the ventricle. Medical record review revealed the patient presented with atrial fibrillation and cardiogenic shock. A preoperative evaluation indicated severe multi-valve disease. Severe mitral valve stenosis with severe mitral valve regurgitation, moderate aortic valve stenosis with severe aortic valve regurgitation, and severe tricuspid valve insufficiency was reported. A median sternotomy was performed. An edwards magna 23mm tissue valve was positioned and secured in the aortic position without any reported issues. An edwards 28mm annuloplasty ring was also implanted in the native tricuspid valve. No complications with the annuloplasty ring placement were reported. Next the left atrium was entered through an extended transseptal approach and the mitral valve was examined. Moderate calcification along the posterior annulus and heavy calcification of the anterior leaflet were noted. The anterior leaflet was reported to be ¿largely immobile¿. The mobile portion of the leaflet near the ¿free edge¿ was excised. A 29mm sapien 3 valve was then advanced into the atrium and positioned across the mitral valve orifice. The valve was gradually inflated while the valve was positioned. Once the valve position was acceptable, full inflation was performed. Sutures were then placed through the valve skirt to further secure the valve. The patient was weaned from cardiopulmonary support, however bleeding was observed from the posterior portion of the heart. The patient was again placed on bypass while the apex of the ventricle was repaired with pledgetted sutures. Once hemostasis was obtained, the patient was weaned from bypass support a second time. Chest drainage tubes were placed and the procedure was completed. The patient was transferred to the ICU is satisfactory condition. The patient developed a ¿significant coagulopathy with ongoing diffuse bleeding¿ during the case. The patient received 4 units of packed rbc, 4 units ffp, 3 units of platelets, 2 units of cryo and factor ix was given during the operation. Postoperatively, the patient received an additional 6 units of packed rbc and 2 units of ffp due to ongoing diffuse postoperative bleeding, anemia and symptomatic hypotension. The patient was extubated on postoperative day (pod) 5. The patient was discharged on pod14.